Manufacturer narrative:
The reagent lot number is 821679. The expiration date was not provided. The field service representative observed microclots in the sample. He performed a precision test. The investigation is ongoing.

Event description:
There was an allegation of questionable tina-quant hemoglobin a1c results for 1 patient sample on a cobas c 303 analytical unit. The initial result was 12.6 %, and the repeated result was 6.57 %. The sample was repeated at the patient's request.

Manufacturer narrative:
The investigation determined that the root cause was due to a pre-analytical handling issue (poor sample quality).